Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: not observed. Double capsule: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Seroma-late: unable to confirm as it is a medical event not related to the device. Lump/nodule ¿ ndr: not applicable as the event is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture, capsular contracture, baker grade IV, "subcapsular fluid" diagnosed by ultrasound, "inflammation" as well as "folds" and benign node diagnosed by MRI and "inflamed area in sealing zone and double posterior capsule." Device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h.6.

Event description:
Healthcare professional reported rupture, capsular contracture, baker grade IV and "subcapsular fluid" diagnosed by ultrasound as well as "folds" and benign node. Device has been explanted and replaced with non allergan. This record relates to the right side.

Event description:
Healthcare professional reported rupture, capsular contracture, baker grade IV, "subcapsular fluid" diagnosed by ultrasound, "inflammation" as well as "folds" and non-device related benign node diagnosed by MRI and "inflamed area in sealing zone and double posterior capsule." Device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: no observed openings in the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. ¿ crease/folding of implant: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. ¿ double capsule: unable to confirm as it is a medical event not related to the device. ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ observed two devices but not labeled for side explanted. Additional, changed, and/or corrected data: b5, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is/was [rupture, capsular contracture].

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade unknown, seroma-late, folds and a benign node diagnosed by ultrasound. Device remains implanted.